Event description:
Customer reported that the system displayed an interlock failure.

Manufacturer narrative:
The ge svc rep found the problem to be a loose connector behind the control panel cover. He reseated all of the pcbs and connectors associated with the interlock signal in the mainframe. He tested the system for proper operation. The rep adjusted the voltage on ps1 in the mainframe to get 5 vdc on the ffb. The system operates as intended.